Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be duplicated. The logs were reviewed and they showed the customer left the ias disconnected from the mvs until it power down due to low batteries. They then tried to use the unit in a second case which had 9 3d spins and powered down due to low batteries. The manufacturer representative tested the batteries and they held their charge as intended. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date was unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was having communication issues between the image acquisition system (ias) and the mobile view station (mvs). This issue was noted outside of a procedure, and there was no patient involvement.